Event description:
Reporter alleged discrepant blood glucose results of 389 mg/dl back to back with a result of 174 mg/dl when testing was performed less than 10 minutes apart on the advantage system. No hyperglycemic or hypoglycemic symptoms were reported. No reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.